Manufacturer narrative:
Device history record the DHR was reviewed for lot 24l0224 and indicated no abnormal processing. The lot in question met all specifications prior to its release. No other complaint has been received for lot 24l0224. Capas and ncrs associated with lot there have been no ncrs or capas associated with this lot. Due diligence three attempts were made to obtain additional information regarding the timeline of symptoms and how I-factor was used in conjunction with other allografts, on april 23, may 1, and may 14. However, on may 14, no additional information is available. Risk analysis and previous complaints cerapedics risk analysis document was reviewed. The failure mode identified in this complaint is already identified under line item 43, potential effect 2. Therefore, no updates to the risk assessment are required. Ous flex fr IFU (p/n 40002-06-3) lists the following as a potential adverse effect: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in paint, neural impingement, physical impairment, irritation or wear of an articulating joint, loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Additionally, ous flex fr IFU states the following in the warning and precautions section: "the use of I-factor bone graft when missed with other bone graft substitute products has not been evaluated; therefore, the effectiveness of I-factor when used in this manner is unknown. Conclusion: based on the available information, a causal link between the flex fr product and the reported migration cannot be established. The surgeon reported that flex fr was mixed with australian biotechnologies fibrebag, making it unclear which product may have caused or contributed to the migration. However, out of an abundance of caution, this complaint is being incorporated into the risk management process. As stated in the instructions for use (IFU, p/n 40002-06-3), migration is listed as a potential adverse effect. Therefore, no further action is required at this time.

Event description:
On 06 march 2025, quality team from lifehealthcare (cerapedics' australian sponsor) submitted qper-2416 (lifehealthcare's internal complaint form). Qper-2416 contained the following information about a complaint from surgeon: "the patient details are currently limited for these cases. Lhc will organise a call with cerapedics and the surgeon which will yield more relevant information to aid with the investigation. Key concerns: product migration, leading to wound washouts where what appeared to be ifactor was observed coming out of the wound (within days to weeks postoperatively). Increased risk of post-operative inflammatory reaction. Non-contained bone growth, with imaging showing bone formation posterior to a cage (acdf and alif), causing symptoms. Revision case (on (B)(6) 2025): patient required reoperation due to radicular symptoms after ifactor flex fr was used in a non-lhc alif cage (on (B)(6) 2022 case). During revision, surgeon noted what he believed were ifactor granules around the nerve root and beneath the bony overgrowth."

Manufacturer narrative:
Investigation ongoing.